Manufacturer narrative:
The agent reported revision for unknown reason complaint has been evaluated and is similar to report number 1644408-2020-00468; 412-02-054, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to unknown reason.